Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were some low voltage/no external power events while on the mobile power unit (mpu). Related regulatory reference report MFR # 2916596-2023-05436. Related regulatory reference report MFR # 2916596-2023-05438.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted ((B)(4)) for review that showed events spanning approximately 3 days ((B)(6) 2023 - (B)(6) 2023 per timestamp). A loss of external power event was active on (B)(6) 2023 from 05:09:57 ¿ 05:11:01 that was coincident with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during this event. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for: the serial number of the mobile power unit, the cause of the loss of external power, if the mpu ac power cord had a v-lock, if the cause of the alarm was identified and if any product would be returned for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.